Event description:
It was reported that the lead exhibited increasing capture thresholds and a decrease in impedances. The lead was explanted and replaced. An insulation breach was seen just proximal to the superior vena cava coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The outer insulation was breached (clavicle-rib crush). The defib conductor was distorted and cut. Blood/body fluid was found on several conductors (not obstructed) and blood was found in/on the helix/lobe mechanism. The inner tubing was kinked/buckled and the outer tubing overlay exhibited cosmetic environmental stress cracking (esc) and was breached cut. The outer insulation was torn and voids were noted in the bilumen tubing.